Event description:
Procedure type: spinal surgery. According to the reporter: some of the product had expanded in her lower 1/2 of her body. The patient had a reoperation that has left her unable to use her bladder with out a shunt. Her surgery was for the l3, 4, 5he. It was also stated that she is still in rehabilitation and is walking with two canes.

Manufacturer narrative:
(B)(4).